Manufacturer narrative:
The device was not returned to olympus for evaluation. New information provided by the olympus sales representative revealed that a replacement of the device was provided by a third party so the complaint is closed and a new device has been put in service. The sales representative confirmed that at this time, no further activity or follow up is required and no device will be returning to olympus for evaluation. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that during installation the field service engineer discovered that the serial digital interface (sdi) port on this unit does not work. The reporter stated that the sdi 2 input works but sdi 1 does not work and the device did not product a image. This report occurred during installation so there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion of the reported phenomenon. Based on the investigation result, when sdi cable was connected to sdi1 in, static electricity in the product or peripherals was discharged into the core wire in the cable therefore , an electronic component in the product broke, which caused the reported failure. Other probable cause is rare malfunction of sdi component or sdi component broke by disturbance noise. Olympus will continue to monitor complaints for this device.